Manufacturer narrative:
Summary of eval: eval results suggest that this event would not be associated with the device, but rather would be related to overloading caused by the customer.

Event description:
Approx six months post operative, the pt felt the implant break while walking. The broken nail was immediately revised. The event did not cause an adverse consequence to the pt or a surgical delay.